Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy red spots located on his upper body and legs. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed benadryl, allegra and two other medications for the skin irritation. Patient is under care of physician and outcome of itchiness is unknown.